Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on the therapy was slightly helping with symptoms. The results are similar to the pt's trial. The ens stopped working during the trial, but the patient felt the device helped with symptoms enough to go onto implant. Pt was currently at 6.3 v and has tried to increase to 6.6 v but this has caused discomfort. Pt had urinary tract infection which started 6 days ago and is no longer present. Add'l info has been requested, but was not available as of the date of this report.